Manufacturer narrative:
**UDI related data quality updates ** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz d4 ¿ version or model # - previous version or model #: compr mini 115v 60hz, corrected version or model #: 6481779.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Service report and device's log files were not provided. The customer did not requested any service and no further information is available. H3 other text : 4119.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient harm reported. Manufacturer's ref #: (B)(4).